Manufacturer narrative:
A review of the system logs found that no errors occurred during the procedure. Log review of the 5 subsequent procedures performed on the system found no errors occurred that would have likely caused or contributed to the reported event. The following concomitant products were used during this procedure: 30 degree endoscope plus, monopolar curved scissors, tip-up fenestrated grasper, large needle driver, cadiere forceps, vessel sealer extend. A site history review found no complaints were received for the instruments used during this procedure. A device history record (DHR) review was performed for the device(s) used during the procedure and no non-conformance's were identified to be related to this event. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient died during a para-esophageal hernia procedure. There were no intraoperative issues up until the time of the event and no injuries were reported. There were no allegations of any issues or problems with any intuitive surgical products or instruments. The cause of the death is unknown. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event.

Event description:
It was reported that during a para-esophageal hernia repair procedure, the patient's vital signs started to drop requiring cardiopulmonary resuscitation; the patient expired. The procedure was almost completed when it was observed that the patient was hypotensive and had an erratic heart rate with an unspecified cardiac arrhythmia. While undocking the da vinci robot to convert to an emergent open procedure, the patient "flat lined" and CPR was performed for approximately 30 minutes without success. The patient's family declined an autopsy and informed the surgeon that the patient's uncle had died during a surgery in the same way years prior. Although no testing was done, the surgeon stated that the patient death was potentially either a myocardial infarction/cardiac event or a massive pulmonary embolism. The surgeon stated no da vinci products contributed to the event.